Manufacturer narrative:
The manufacturing location for this product is bawal. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed \ and the (B)(4) lakes FDA registration number has been used for the manufacture report number. Initial reporter phone#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while filling a bd discard it ii¿ syringe, liquid passed through the plunger tip resulting in possible inaccurate dosage. There was report of exposure, injury or medical interventions.

Manufacturer narrative:
Our quality engineer was unable to verify the indicated failure mode as not able to be duplicated. Leakage tests were performed on the return samples and there were no leakage in the syringes from the plunger tip of 2ml discardit syringe. A stock check was performed on the reported lot to inspect for any damage in the barrel or plunger tip and none was found. 200 retention samples of lot# 17a1712 had been visually inspected for any damage in barrel or plunger tip, all samples found in good condition. A device history record review was evaluated and no discrepancies were found to lead to this issue. The team reviewed assembly process and all process controls are found in place. Also, machines have an online facility to check any damage/crack/leakage in the syringe. A challenge test is conducted in every shift. A leakage test was performed in molding and assembly operations in every shift. The complaint history for the lot# 17a1712 was reviewed and till date no complaint had been registered against the above lot for the defect- leakage. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17a1712. Log sheet ¿ strip dropping problem, poly out problem, cutting edge jam problem, forming water line cleaning done, laminate change due to transversal cutter problem, air pressure problem is recorded in primary packaging process during manufacturing of lot # 17a1712. Stoppages ¿ plunger loading on conveyor setting done, barrel track jamming problem, b stamp feed barrel problem and b stamp rewinding spindle problem occurred in marking & assembly process during manufacturing of lot # 17a1712. The team reviewed assembly process and all process controls are found in place. Also, machine has online facility to check any damage/crack/leakage in the syringe. Challenge test conducted in every shift. Leakage test is performed in molding & assembly operations in every shift. Also, during in process quality checks no such defect was observed. The team will monitor for the defect and if found during process, actions will be taken appropriately. The exact root cause is not identified. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. Basis of severity and occurrence, it was determined that no corrective action is required.